Event description:
It was reported that the patient passed away. It was noted that the cause of death was unrelated to the pump. It was thought that the date of death was (B)(6). Six days later, it was reported that the patient had been having "breathing issues" and was on oxygen to address the issue. The patient also had a lung infection that wasn't pump-related. It was stated that the patient was put in hospice care. There he was given too much morphine in his pump and he overdosed, but he "came out of it" once the morphine was removed. It was unclear if this referred to the implantable pump, as reports never mention the patient using morphine in his pump. He went home and the next day, while resting on the couch, he stopped breathing and went into a coma. He died shortly after that. The cause of death was not official, but the physician stated the pump was not involved. It was reported that the drug being used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed miscellaneous/acceptable testing/catheter incomplete/ returned in segments.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.